Event description:
It was reported that these spinal cord stimulation (scs) leads were replaced due to inadequate stimulation. The patient underwent a leads revision procedure wherein their leads were explanted and replaced. The leads were retained due to surgery center policy and will not be returned for analysis. Postoperatively, the patient exhibited marked improvement with the revised lead placement.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 20483997 UDI: (B)(4).